Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified.

Event description:
On (B)(6) 2013, the patient's mother reported that he was in the hospital with diabetic ketoacidosis on (B)(6) 2013. His mother stated that he was getting repeated occlusions and when she would remove the infusion set it appeared that the cannula was bent. She inserts the infusion set into the muscle of his arm. Before he went to the hospital, his blood glucose level was over 600 mg/dl. At the hospital it was between 620- 640 mg/dl. His normal range is 80-140 mg/dl during the day and over 400 mg/dl at night. He was treated with an IV of fluids and insulin at the hospital. The patient continues to use the infusion device and his blood glucose levels have returned to normal. The patient switched to a different infusion set and has not had any further problems. The infusion sets were discarded; therefore they are unable to be requested to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.